Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Additional information received has substantiated the severity of an injury associated with (B)(4) which was reported conservatively. Therefore, the subsequent complaints associated with a malfunction of the collimator to exchange properly resulting in the collimator falling have been reassessed. This record is a subsequent complaint that reports the same malfunction and as such it has been determined to be a reportable event.

Manufacturer narrative:
The customer reported the collimator exchange on their precedence 16 imaging system failed and the collimator fell to the floor. The operator initiated a collimator exchange pre-programmed motion (ppm) to remove the medium energy general purpose (megp) collimators and install the high energy (he) collimators, and left the scanning room. When the operator returned, the megp detector 2 collimator was on the floor. The customer was able to move the fallen collimator to the side of the room and successfully install the he collimator for continued use of the system. The customer then contacted philips for service. There was no harm as nobody was present during the event. The system remained operational. Onsite support was provided to the customer by a philips field service engineer (fse). The issue was confirmed with visual inspection by the fse. The fse evaluated the system and determined the issue was due to a loose collimator part that unscrewed itself enough to catch the detector as it pulled away from the collimator cart, causing the detector to pull the collimator off the cart. Part replacement was necessary to resolve the issue. The system is operational and in clinical use. A field safety notice (fsn) cle17-076 was released on 15-dec-2017. The corrections & removal # is: 1525965-12/19/17-011-c.